Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was between 110-130 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.